Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration, and/or endocarditis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the events remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of article "transcatheter valve-in-valve and valve-in-ring for treating aortic and mitral surgical prosthetic dysfunction" authors jean-michel paradis, maria del trigo, rishi puri and josep rodés-cabau and additional information obtained from presentation "transcatheter mitral valve-in-valve / valve-in-ring" authors ran kornowski, danny dvir - edwards learnt of a study including a total of 349 and 88 patients who underwent a mitral valve-in-valve and valve-in-ring procedure, respectively after an unknown implant duration. The mechanisms of failure were noted as regurgitation, stenosis or combined regurgitation/stenosis. The following viv procedures in the mitral position were identified as involving the edwards devices: 171 valve in valve procedures were performed within unknown edwards pericardial / porcine valves.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. The quantity of the valve in valve procedures was reported to be 307.